Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that the patient underwent an scs surgical procedure to implant a second lead. The ipg was not set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was explanted and replaced to address to the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead implant procedure that took place on (B)(6) 2025. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.